Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the u.s. And patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the patient encountered heart failure and sudden syncope. Implantable pulse generator (ipg) device check revealed battery depletion during warranty time, elective replacement indicator (eri) triggered and was reported as premature battery depletion. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.